Event description:
The complaint/event involved an unspecified cogent hemodynamic monitoring system. Base list number 58400. Nursing reported concern regarding the cogent ci result not matching the fick calculation; cogent read 1.3 without variability, while fick was 2.1. The patient had an open chest, a-fib (atrial fibrillation). Per a staff nursing discussion, the use of bolus thermodilution as second check for ci was recommended, if needed. There was no report of human harm associated with this complaint/event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If a return or any additional information is later received, then a supplemental emdr will be submitted at that time.